Event description:
Ethicon stapler tx60g, lot#m4hd78 worked once but then when reloads used, two worked and two did not, because they did not contain staples. Reloads used from lot#s j4ck7w and j4c16n.procedural notes state; the distal point of transection was identified distal to the pylorus. At this time, the transverse anastomosis stapler was then instituted. We transected our proximal margin which was at the level of the incisura on the stomach. This was taken with our ta stapler. Following transection at the level of the incisura and mobilization of the antrum and first and second portion of the duodenum, we chose a distal transection point distal to the pylorus. The transverse anastomosis stapler was reinstituted. Upon transection of the first portion of the duodenum, it was immediately identified and noted that the stapler had no staple loads in it. This is evident as there was a large hole in the duodenum with visible mucosa. Continued mobilization of the duodenum was undertaken to gain adequate length and an attempt to refire a second ta staple load across the duodenal stump. Upon firing the second load across the duodenal stump, again it was noted that the stapler did not fire and there were no staples in the load. At this time handsewn closure of the duodenal stump was undertaken.